Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia & new zealand (oaz). Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device, but couldn't duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed.there was no report of patient injury associated with the event.